Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a leak noted and blood was seen in the tubing. There was a "check iab catheter" alarm generated. The iab was removed and therapy was discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal measuring 0.064cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4). Record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a leak noted and blood was seen in the tubing. There was a "check iab catheter" alarm generated. The iab was removed and therapy was discontinued. There was no reported injury to the patient.